Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID. 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
The consumer reported that no actions had been taken at that point. They were waiting for an approval for an MRI.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
The patient's health care provider (hcp) reported that the implantable neurostimulator (ins) was "not functioning". A week later the patient's daughter reported that the patient did not use her ins for even a year and it's been four years since it has been used. The patient had an x-ray and was told by her doctor that the leads were not attached to anything, they were just floating. The patient did not know how or when they became disconnected (not hooked up). No symptoms were reported. It was noted that the patient needed a head MRI and the patient was able to turn the stimulation off with her patient programmer (pp). The indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.